Manufacturer narrative:
The sample indicated by this event was not available for evaluation. A leak location, images of the failure, and the sample were not available for evaluation. Should additional relevant information become available, a supplemental report will be filed.

Event description:
The customer reported that one sample of total parenteral nutrition (tpn) bag product 63630 was identified with a leak prior to use by the end user. The customer reported that the bag was identified as leaking within the overpouch packaging and discarded with no sample evaluation or images provided. There was no report of patient injury or medical intervention as a result of this event. No additional information is available.